Event description:
It was reported that the patient was not cooling on the arctic sun device. There were no alarms. Nurse was concerned with condensation on gray tubing. Patient was cooling for 6 hours. Target was 36c, patient was 36.6c and flow was 2.8 l/m. Trend was in middle and water temp was 17c. 4 pads were in place with good body coverage. Ms&s suggested she wipe pads down and stated it should clear up once the patient got closer to target and water temp was more stabilized.

Manufacturer narrative:
Per additional information received, bd has determined that this is not a reportable event. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient was not cooling on the arctic sun device. There were no alarms. Nurse was concerned with condensation on gray tubing. Patient was cooling for 6 hours. Target was 36c, patient was 36.6c and flow was 2.8 l/m. Trend was in middle and water temp was 17c. 4 pads were in place with good body coverage. Ms&s suggested she wipe pads down and stated it should clear up once the patient got closer to target and water temp was more stabilized.